Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis and experienced capsular contracture (baker¿s grade unknown) post procedure. The patient felt that right implant felt hardened and that it was poking her. Capsular contracture was diagnosed by a physician and the poking was thought to have possibly been attributable to the valve. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.